Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) (55 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected blood pump has not yet been returned to the manufacturer. A detailed analysis will be provided as soon as available.

Event description:
We were informed by our (B)(6) distributor that a reduced pump function was noted in the left excor blood pump of a patient supported in the bvad configuration. An adjustment of the parameters on the ikus, the stationary driving unit, did not improve the situation. The affected blood pump was exchanged in the clinic by trained personnel due to a suspected membrane defect. The replacement of the blood pump was without complications and the patient is doing well.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4). Is submitting the report on behalf of berlin heart gmbh(manufacturer). The clinic exchanged an excor blood pump due to a suspected reduced pumping function. An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the between the air-side layer and middle layer of the triple-layer membrane. Furthermore, graphite agglomerates were found between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer along the rolling radius of the stabilization ring. Furthermore, graphite agglomerates were found between the membranes. The middle and blood-side layer were found to be intact. At the time of investigation, the membrane thickness was found to be within specification for all three layers of the membrane including at the region of the defects. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points,which finally led to the defect in the air-side layer of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).